Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio flex meter has a power issue ¿ meter does not turn on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue first occurred during the morning of (B)(6) 2016. The patient manages their diabetes with insulin pump therapy and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. During the same morning, an unspecified period of time before the alleged product issue occurred, the patient had developed symptoms of ¿shaky, lack of strength and dizziness¿; symptoms which the patient associated with hypoglycemia. In response to these symptoms the patient self-treated by consuming orange juice. The patient did not have any other device available in order to measure their blood glucose at this point. At the time of troubleshooting the cca noted that there was no misuse of the product, the batteries did not need to be changed, and the issue could not be resolved with training. The patient¿s products were replaced and requested for evaluation. This complaint is being ruled-out as a reportable event due to the following conclusion(s): although the patient suffered symptoms which are indicative of serious injury, there is no indication that the subject meter caused and/or contributed to this serious injury since these symptoms occurred before the alleged product issue started. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.